Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email, the customer was called and the customer reported her sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump, when blood glucose wasn't low. Customer's blood glucose was 79 mg/dl and sensor reading was 43 mg/dl. Customer declined being transferred, so no proper troubleshoot was performed on the sensor. Customer is not returning the sensor for analysis.